Event description:
It was reported that the customer had a button error alarm and keypad anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer was asked if recalls any significant events leading to the alarm and said that took a shower and just put it on. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions. The keypad anomaly was skip as we are replacing the insulin pump.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had cracked case at display window corners, cracked reservoir tube, cracked battery tube threads, minor scratched display window, and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.